Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose 593 mg/dl and other blood glucose was 535 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The customer stated that they were using auto mode feature. The customer was treated with intravenous fluid. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.